Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited nozzle had foreign objects, dirt on objective lens and lack of image on the monitor. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint dirt on objective lens, nozzle had foreign objects is cause not established and for lack of image on the monitor is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.